Manufacturer narrative:
Facility experienced an event with endopath* endoscopic multifeed stapler while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974190. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, yes(1 inverted); staples in track, yes(10) and trigger engaged with precock, yes. Functional tests & results: cylced instrument, no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instrument "staples would not advance" during surgery may have been due to an inverted staple in the cartridge nose and a yielded cartridge nose weld, which caused the instrument to jam. No conclusion could be reached whether the yielded cartridge nose weld had caused the staple to invert of the inverted staple had caused the cartridge nose weld to yield. Co reviews each incident as it occurs in an effort to continuously improve the products and processes.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the staples would not advance. There was no patient consequence.